Event description:
It was reported that during implant, the right ventricular (rv) lead had torque build up and it also took 60 turns and the helix still did not extend. The rv lead was not implanted and a new lead was used. Further follow up determined that the reported performance of the helix of the rv lead was identified after the lead was first removed from the box and when initial bench testing was being done prior to the lead being used for an attempted implant. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, the right ventricular (rv) lead had torque build up and it also took 60 turns and the helix still did not extend. The rv lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that the lead appeared damaged at implant. The analyst commented that the helix is bent out of specification.